Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 clips scissored and did not occlude the cystic duct. The surgeon noticed a bile leakage and reclipped duct. A new clip applier was used to complete the case. There was no consequence to the pt.